Event description:
It was reported that during preparation for an atrial fibrillation procedure a faradrive steerable sheath was selected for use. When the device was being prepared, the physician flushed the device with saline and a leak from the valve was noticed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Initial reporter phone: (B)(6). The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The device was leak tested and failed all tests. The device underwent microscope analysis and a leak was observed to come from the joint of the stopcock where the molds meet, creating a significant leakage if enough pressure was applied to the flush lumen line. The "cause traced to component failure" conclusion code was selected for the allegation of "leak" as the stopcock was observed to leak during the leak testing procedure and deionized water injection was used to identify the leak coming from the joint of the stopcock.

Manufacturer narrative:
Initial reporter phone: (B)(6) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a faradrive steerable sheath was selected for use. When the device was being prepared, the physician flushed the sheath with saline and a leak from the valve was noticed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.